Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 15-jan-2025. Investigation summary: bd received four samples and two photos for investigation. The evaluated photos show a tube with visible variable data and a tube with the hemogard closure off the tube, confirming the customer¿s reported failure mode. Upon inspection, the four returned samples showed no visible defects. A functional test on these samples indicated that the hemogard closure had been removed from one tube prior to testing, as it was below specification limits. The other three samples exhibited no issues with the stopper function. Additionally, 100 retained samples were inspected and no visible defects were found. A functional test on 10 of these retained samples confirmed that all tubes were within specification limits and exhibited no issues with the stopper function. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes there were an unspecified number of tubes with stoppers that were crooked and popping off after centrifugation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes there were an unspecified number of tubes with stoppers that were crooked and popping off after centrifugation. No adverse impact was reported regarding the patient or user.